Event description:
It was reported that, the ht70 ventilator screen froze at the photo image when it was turned on. There was no patient involvement at the time of the reported condition.

Manufacturer narrative:
A single board computer (sbc) was returned to covidien/medtronic¿s product analysis. The sbc was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The root cause was isolated to software. If information is provided in the future, a supplemental report will be issued.